Event description:
It was reported the needle did not retract, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly partially deployed as the formed needle was not retracted. The pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 75 pulses. The linkage assembly was found to be bent upward which interfered with the top housing, and thereby preventing the formed needle from fully retracting.